Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 3 reported devices were received for evaluation; the event was confirmed during testing. Evaluation found the devices were disassembled and missing components. These devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the devices disassembled. There was patient involvement; no patient impact.